Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and a new leadless pacemaker was implanted as a backup device. The device with the epi alert was left active in patient. Patient had no consequences and was stable.